Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high readings and occlusion from the reservoir. The customer's blood glucose reading was 500 mg/dl. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin did exit. The customer also mentioned bent cannula. The reservoir was not returned for analysis.